Event description:
The customer reported via phone call that they had an unexpected restart alarm on their insulin pump. Customer also reported an open circle on the insulin pump's screen. The customer's blood glucose was 245 mg/dl. The customer stated the insulin pump was not stored or not in use for an extended period of time. Customer was able to resolve the open circle by turning the sensor feature off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.